Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy device instructions for use states, "use of the oas is contraindicated in the following situations: ...the target lesion is within a bypass graft or stent." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Dr. (B)(6) assisted in the procedure. Per dr. (B)(6), he did not believe any component of the oad or guide wire was defective. The physicians were aware of the stent prior to the procedure, and that the oad was being operated within the stent. The event was reported under mw5094948. A report was submitted for the oad used during this procedure under 3004742232-2020-00189. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a severely calcified lesion located in the right coronary artery (rca). The lesion was located within a pre-existing stent which was severely under expanded. During treatment, the oad became stuck in the stent. The oad was removed with significant backward force, and the stent became dislodged from the vessel. The oad, guide wire, and stent were removed from the patient's body, however the end of the guide wire had fractured off and migrated distally in the rca. The guide wire fragment was retrieved with the use of a snare and the vessel was successfully re-stented. There were no patient consequences and the patient was discharged the next day.